Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional information: d4, d5, e4 and h6: health effect: clinical code and medical device problem code.

Event description:
A shoulder revision surgery was performed on (B)(6) 2025, involving the extraction of the humeral body/stem of a titan system due to an infection.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use documents for aetos. Shoulder system revealed that infection may be included as an adverse effect. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, sterilization review and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
A shoulder revision surgery was performed on (B)(6) 2025, involving the extraction of the humeral body/stem of a titan system due to unknown reasons.

Manufacturer narrative:
Initial complaint reference: (B)(4).